Event description:
Customer was testing ventilator, during pre-use checks, when they noticed the ventilator did not have any audible alarm. The ventilator was taken to biomed department to be evaluated. There were no patient injuries.